Event description:
It was reported that the patient presented with infection at the implant site. The incision site was hard and it was popped by the patient. Blood and pus was noted. The patient presented in clinic for follow-up on (B)(6) 2018 and no infection was noted. The patient was stable during and after the clinic visit.